Event description:
Same case as MFR report # 3005099803-2008-05076. It was reported that following a palliation colon stenting treatment procedure, suboptimal stent expansion was noted. The cancerous target lesion was in a tortuous location within the sigmoid colon. A wallflex external colonic 30/25 x 12 230 cm had been advanced to the target lesion. While attempting to deploy the device, the handle detached from the "exterior tube" and the stent could not be deployed. The device was removed and the procedure was completed with another of the same device. There was poor stent expansion due to strong tumor compression (advanced disease state). Five days later, another wallflex colonic stent was implanted inside the previously implanted stent to allow for "better expansion". There were no add'l pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.